Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one sample was received. A visual inspection found the sample without its original packaging. During the functional testing, a leak was detected during the under water test. Root cause of the issue was attributed to manufacturing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. This issue will continue to be monitored and further actions taken accordingly.

Event description:
It was reported that cuff leakage was found during pre-test. No patient involvement was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available..